Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported waking-up in the hospital due to low glucose as she was unable to monitor blood glucose because of a ¿replace sensor¿ error message on her adc freestyle libre sensor. The customer experienced a symptom of seizure and was incapable of self-treating. The customer was given ¿b50¿ by the hcp and no further treatment information was reported. There was no report of death or permanent impairment associated with this event.